Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events : 1 event was reported for this quarter. Product return status : 1 device was not available for evaluation. Additional information : 1 device was not labeled for single-use. 1 device was not reprocessed or reused. H3 other text : device not accessible for testing.

Event description:
This report summarizes 1 malfunction event in which the device had a component detach. 1 event had no patient involvement; no patient impact.